Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed some minor scratches on keypad, plunger was loose and rotated. A review of the event history log no error which related to customer reported problem. During functional testing plunger was found loose and rotated at inspection. The root cause of issue was the result of the customer's impact to the device. Replaced plunger tube and carriage and performed preventative maintenance and all functional testing.

Event description:
Information received a smiths medical syringe infusion pumps/medfusion 4000 pumps malfunctioned. The plunger rod rotates 360 degrees. No patient adverse events reported.